Event description:
A non-diabetic pt reported obtaining elevated blood glucose results (values not provided), while using the suspect device. Based on the elevated results, pt sought treatment at her physician's office. Pt reported that her fasting blood glucose measured 40 mg/dl, on her physician's blood glucose monitor. Within 1 minute, pt reportedly retested her blood glucose, using the suspect device, and obtained a result of 207 mg/dl. Pt noted that, at the time of the comparison, she was not exhibiting any hypoglycemic symptoms. According to pt, no treatment was rec'd. Quality control testing had been performed on the system; however pt had disposed of the strip vial and was unable to locate the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.